Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced a blank screen display. Customer reported to have changed batteries three times and still experienced a blank screen display and received a battery out limit alarm. Customer bought more batteries, reset time and date and display screen turned on. Customer declined further troubleshooting.